Event description:
Mepilex border post-op ag 10x30cm has brown edging on the silver portion of the dressing. Reached out to molnlycke rep, [redacted]. Night shift went to replace a dressing and noticed the browning on the dressing, opened an additional 2 which had the same browning to varying degrees, unfortunately those products and lot numbers were not saved. Rn confirmed they were not expired. I opened a dressing today to assess which confirmed the browning. Lot 25025832, exp 12-28-27, ref 498600.